Event description:
A customer reported during an intubation procedure, the light on the glidescope titanium lopro t4 reusable laryngoscope went out. The layrngoscope was replaced with a new laryngoscope and the procedure was completed without incident. No patient harm or delay in patient care were reported.

Manufacturer narrative:
Following the reported incident, the customer's verathon territory manager tested the subject device and reported the light came back on but it's intermittent. The device was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the device but was unable to replicate the reported issue. The device was connected and disconnected over thirty (30) times using verathon's test equipment, with the tsr wiggling the connection each time. The light powered on and remained on each time. No intermittent light failure was observed. The device passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the device was scrapped due to the customer already being provided a replacement. The monitor and cable used with the laryngoscope during the reported incident were not returned to verathon for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.